Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced an infusion set failure. They removed the set and noticed that the inserted tube was bent. After changing the site, their blood sugar levels increased, and they felt pain around the new site. The symptoms were noticed within 3 hours of insertion and the site was located on the abdomen. The patient regularly rotates the site location, and the area was not impacted in any way. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient's blood glucose level at the time of the issue was 350mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.